Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing an alert. A remote transmission was sent and was reviewed by a qualified personal. It was noted that the pace/sense portion of the right ventricular (rv) lead triggered an alert for undefined high impedance. It was noted that the patient had a generator changed out two days prior to the alert. The lead remains in use. No patient complications have been reported as a result of this event.